Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and found the unit was spraying water from the generator pump. The technician replaced the generator pump, performed a test cycle and confirmed the unit was operating to specification. The unit was installed in june of 2001 and is currently under steris service contract. The last pm was performed on (B)(4) 2014 at which time the unit was confirmed to be operating to specification.

Event description:
The user facility reported a large amount of water had leaked from the sterilizer. The water spread throughout the floor where the sterilizer is located. No injuries or procedural delays/cancellations were reported.